Event description:
It was reported that the implantable cardioverter defibrillator went into the backup operation due to the device not being MRI compatible. Programming changes were performed. There were no patient issues.